Manufacturer narrative:
(B)(4). Investigation results: the valve sample was provided by the customer with a short piece of the catheter tubing and a cap. The following steps were taken to analyze the sample: an access dilator (from an unused pleurx bottle) was used to access the valve. It felt normal ¿ no abnormal friction was noted. The valve was then disassembled. Both the disc and duckbill valve had some dried organic matter which was slightly yellow in color. The duckbill valve showed abnormal degradation/damage which was evaluated further (see step below). The used duckbill valve was reviewed further. The sealing surfaces of the valve showed degradation/damage. The surface seemed rough and the slit in the valve did not seal together as intended. It is unknown why the duckbill valve¿s material and sealing surfaces were damaged / degraded, but this could be related to the patient¿s physiology or length of time implanted. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. A review of the internal production records for the lot involved could not be performed as lot number information was not available. Based on the investigation results, it was determined that the most probable root cause for the reported condition is material degradation, which led to the sealing features of the valve to be altered. The pleurx valve has recently been transferred to a new supplier and polyisoprene material. The returned valve was manufactured prior to the supplier/material change. This can be identified by specific geometry of the valve housing and the lack of the printed pleurx logo. It is known that the new polyisoprene material has improved aging characteristics from the old polyisoprene material and 5 year shelf life testing was completed as part of the improvement. However, it is unknown whether the new polyisoprene material would have prevented the reported issue. The manufacturing plant will continue to monitor this issue to identify any adverse trends and/or the need for any further actions.

Event description:
There was an air leak through the valve. Complaint reported by (B)(6) (anexxa sales representative) on behalf of: (B)(6). There was no patient injury involved. The sample is available for evaluation. On (B)(6) 2014, the anexxa sales representative ((B)(6)) provided the following additional information was obtained from the clinic: the patient has malignant adeno cancer of the lung. The patient did not receive radiation therapy. Other than drainages, there was no other type of procedure performed with the pleurx catheter. The valve was placed on (B)(6) 2013. There was no difficulty experienced during placement. There was nothing noted of the valve during placement or at any time (prior to the leak being noted) that would indicate a defect. The patient did not experience any difficulty accessing the catheter during drainage sessions prior to the leak being noted. The patient contacted the physician on (B)(6) 2014 indicating the valve was leaking. There was no injury to the patient. The valve was replaced on (B)(6) 2014 and the patient is in stable condition.